Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose was 100 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.